Manufacturer narrative:
The underlying cause documented in the return fields in (B)(4) returns' (864703596/864703643) is defined as: compressor/mount bracket broken. Should additional information become available, a supplemental record will be file.

Event description:
The dealer states the compressor is locked up and the on/off switches are not allowing the unit to alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The dealer states, the compressor is locked up and the on/off switches are not allowing the unit to alarm.